Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The patient had a 3.0 x 24mm taxus express2 drug eluting stent implanted in the mid circumflex (cx) artery. At 433 days later, stent thrombosis was discovered. A 3.5 x 20mm non-bsc balloon was used to treat the lesion. The patient was also put "on plavix indefinitely." Patient condition was reported as "ok." Additional information was requested, however, no information is available.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Stent thrombosis is a known complication of stent implantation which has been reported for all bms and drug-eluting stents. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. The root cause of this complaint will be documented as anticipated procedural complication. The batch number for this complaint is unknown, therefore a review of the manufacturing records could not be carried out. As the upn is unknown, a ship history could not be carried out in order to identify potential batch numbers for this complaint. Therefore a review of the manufacturing records for potential batches that this complaint was reported for could not be carried out.